Event description:
It was reported that cinch lock anchors broke whilst being impacted. Part of one peek anchor is in situ and unable to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that cinchlock anchors broke whilst being impacted. Part of one peek anchor is in situ and unable to be removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expansion cylinder breaking. Probable root cause: application not enough force applied user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.